Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedances. The impedances were greater than 2000 ohms. In addition, there was loss of capture observed, but no asystole. The lv was found to be fractured and was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this terminal segment of the lead was returned which was 34 cm in length. All coils were confirmed to be fractured at 34 cm from terminal pin. Footprint showed that the suture sleeve was tied-down on lead body approximately 32-34 cm from terminal pin. The electrical allegation was confirmed by observation of conductor damage.